Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: sedr01, ipg, implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that post-implant the patients right ventricular (rv) lead exhibited loss of capture and an increasing threshold level. The following day an intervention was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.